Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to service where it was confirmed to have a hole in the balloon. This hole prevents the balloon from being inflated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the balloon may have come in contact with another device such as forceps which could have damaged the integrity of the balloon. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the balloon lost pressure once inflated. The reported problem was found during a procedure, which was completed successfully with a new balloon. No injury was reported. No additional information has been obtained.